Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located at the moderately tortuous and moderately calcified mid right coronary artery. A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that the balloon ruptured during the third inflation. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The balloon was observed to be unfolded and saline solution was present within the balloon which indicated it had been subjected to positive pressure. Blood was observed on the outside of the balloon. The returned device was attached to an encore inflation unit and positive pressure applied. Two pinhole leaks were observed on the balloon. One pinhole was situated 1 mm distal to the distal edge of the proximal markerband and the second pinhole 2 mm distal to the distal edge of the proximal markerband. A visual examination of the tip and markerbands identified no issues which could have potentially contributed to this complaint. Microscopic and visual analysis showed that the blades were intact and fully bonded to the balloon surface. No kinks were observed along the hypotube of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located at the moderately tortuous and moderately calcified mid right coronary artery. A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that the balloon ruptured during the third inflation. The procedure was completed with another of the same device. No patient complications were reported.